Manufacturer narrative:
A serial number of (B)(6) was provided for one of the e 801 analyzers. It is not known which of the two e 801 analyzers the serial number is associated with. The serial number of the other e 801 analyzer was requested, but not provided. The measuring cells of e 801 analyzer serial number (B)(6) were found to have over 108000 test counts since (B)(6) 2025. A replacement is warranted. Calibration and controls were within expected ranges. False reactive results may occur in elecsys hiv duo, as the labeled assay specificity is < 100%. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hiv duo assay performs within specification.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hiv duo on two cobas e 801 analytical unit analyzers. The sample was tested on the first e 801 analyzer, resulting in an hiv duo value of 4.94 coi (reactive): anti-hiv = 0.00620 coi (non-reactive), hiv ag = 4.94 coi (reactive). The sample was repeated on the first e 801 analyzer on (B)(6) 2025, resulting in an hiv duo value of 5.19 coi (reactive): anti-hiv = 0.00809 coi (non-reactive), hiv ag = 5.19 coi (reactive). The sample was repeated on the first e 801 analyzer on (B)(6) 2025, resulting in an hiv duo value of 5.08 coi (reactive): anti-hiv = 0.00764 coi (non-reactive), hiv ag = 5.08 coi (reactive). The sample was repeated on the second e 801 analyzer on (B)(6) 2025, resulting in an hiv duo value of 4.55 coi (reactive): anti-hiv = 0.000753 coi (non-reactive), hiv ag = 4.55 coi (reactive). The sample was repeated on the second e 801 analyzer on (B)(6) 2025, resulting in an hiv duo value of 4.56 coi (reactive): anti-hiv = 0.000113 coi (non-reactive), hiv ag = 4.56 coi (reactive). The sample was tested with elecsys hiv combi pt on a cobas e 602 analyzer, resulting in a value of 0.068 coi (non-reactive). The sample was tested on an alinity analyzer, resulting in an hiv ag/ab combo value of 0.14 s/co (non-reactive).